Manufacturer narrative:
Upon receipt, the device interrogation confirmed the eri battery status. The device was implanted for 59 months and 26 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply to check its functionality. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed the battery depletion and the microcalorimetry analysis showed a slightly elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to an elevated internal self-depletion within the battery and therefore to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
On (B)(6) 2019 it was reported that this device indicated eri via home monitoring. The last in office followup was on 2/15/2019 where the battery was showing 62 percent. Based on a data analysis of the device, this device was explanted and replaced on (B)(6) 2019.

Event description:
On 4/3/2019 it was reported that this device indicated eri via home monitoring. The last in office followup was on (B)(6) 2019 where the battery was showing 62%. Based on a data analysis of the device, this device was explanted and replaced on (B)(6) 2019.